Event description:
A doctor alleged that the maxcem elite clear was setting up too quickly and had caused issues while seating crowns or bridges during procedures for multiple patients; however, patient incident details were not provided.

Manufacturer narrative:
Although the doctor identified different lots associated with the cement setting too quickly, he could not verify which lot was used on each patient; therefore, no lot numbers were identified in this report. The lots involved in the alleged incidents include lot numbers 4720564, 4718097, and 4720560 and has been identified as an affected lot which is part of an ongoing maxcem elite recall. The doctor could not recall patient or incident details. To date, the patient is doing fine. A new crown was made and the doctor cemented the crown, without further incident. A visual test and gel set time test was performed on the returned product. It was confirmed that the product did not meet polymerization specifications.